Event description:
It was reported that customer experienced cgm error 42 while using g6 sensor. There was no reported adverse impact to the customer. Customer contacted technical support, was guided through complete pump reset, and after reset no further cgm error appeared and sensor session was successfully started.